Manufacturer narrative:
This follow-up is being submitted to clarify this event is a duplicate of 2125050-2019-01017. Any additional information received will be reported under 2125050-2019-01017.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a leak and hole in exit tubing were reported. The device was explanted and was replaced with another inflatable prosthesis.